Event description:
Trial neurovision cobra 7mm et tube was placed in patient and balloon cuff was inflated. A leak was noticed at the cuff, more air was added to balloon cuff, but it continued to leak. Tube was replaced and saved to send for testing.